Event description:
It was reported that there was a confirmed motor stall with no recovery. The motor stall was caused by an MRI. The pt was in the hospital at the time the event was reported. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).